Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 509 mg/dl. Cause was not known. Reportedly, the customer was feeling nauseas. A correction bolus and manual insulin injection was delivered to address bg.